Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter (patient's wife) contacted lifescan (lfs) customer service in 2009 alleging that the patient's onetouch ultra started to display the battery indicator and the patient reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on july 8, 2009 to obtain/verify the following information. The battery indicator first appeared sometime at 9am. The patient replaced the battery but he issue persisted. The patient typically tests at least 4 times per day but because of the battery indicator issue the patient was unable to test; however, he continued to take his usual dose of novolog and lantus. The reporter claimed the patient developed low blood glucose symptoms 2 days after the battery indicator issue occurred. The patient was sweating so the reporter advised him to drink juice, which made him feel better. No other forms of treatment were reported. This complaint is being reported because the patient allegedly became hypoglycemic 2 days after the battery indicator appeared. The patient administered self-treatment with juice. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.